Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use during neurovascular diagnosis when the issue occurred, and procedure was delayed by 2-3 mins. The philips field service engineer (fse) inspected the system onsite and confirmed that the filter felt down. Upon further troubleshooting action, field service engineer (fse) found that the issue is occurring due to problem with the cover plate and space gadget. The fse replaced the gasket and cover. After replacement of gasket and cover, the system was returned to use in good working order.

Event description:
It has been reported to philips that the cerebral filter fell off the system when the arm was moved. The filter fell close the patient¿s head but did not make contact. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the cover plate. The fse replaced the cover plate and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.